Event description:
Customer's mother called in to report the insulin pump alarmed for motor error during the rewind process. Blood glucose reading at the time was 150 mg/dl. Customer also mentioned that the insulin pump would display lock and shoot out insulin when they attempted to prime. Assisted with clearing the alarm and removing the battery to prevent further alarms. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap near the vibrator motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.